Event description:
It was reported that stent damage occurred. The 85% stenosed, 28mmx2.75mm target lesion was located in the moderately tortuous and calcified left circumflex artery(lcx). A 2.75x28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to calcification and tortuous in lcx. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 1st and 9th strut rows distally from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28mmx2.75mm target lesion was located in the moderately tortuous and calcified left circumflex artery(lcx). A 2.75x28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to calcification and tortuous in lcx. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.